Event description:
New information received noted that the lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's right ventricular lead exhibited decreased sensing. Fluoroscopy imaging was performed and externalized conductors were observed. No intervention was reported. The patient's condition was stable throughout the event.